Event description:
On (B)(6) 2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. No patient was involved.

Manufacturer narrative:
Testing results were reviewed and the pump passed all previous test. There is a previous complaint #(B)(6) on the device. This pump underwent routine maintenance testing by "intuvie" provider where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. This adjustment was made from the original threshold pre-rework 0, post-rework 6. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(6).